Event description:
I had mentor texture silicone breast implants inserted in (B)(6) 2011. The surgery sites (areolas) took over 4 months to heal, all that time I had to be on strong, back-to-back courses of antibiotics to fight the infection in the surgery sites and behind. In (B)(6) 2012, after 6 months and when only just healed, my plastic surgeon got me in to her clinic for scar revision surgery. Again, the surgery sites from this took another 2.5 months to heal, again I needed antibiotics and had bad infections constantly. In (B)(6) 2012 I found a very large lump in my breast. This lump grew rapidly but was scanning as a fluid-filling cyst. Because it was growing so fast, I was told to have it scanned every 6 months, which I did. It scanned as a fluid-filled cyst another 2 times before the radiographer suspected it was a tumor. This was in (B)(6) 2013 (21 months after breast augmentation with textured implants). I went for a biopsy immediately and it was a tumor. In fact, after breast conservative surgery it was found to be a her2 neg, ER+++, p+++ 30mm tumor with large mucosin content. I do not know if my breast cancer was from the implants but the infections and nearly 5 months of healing the surgery sites of the implant surgery should be noted.